Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer's insulin pump was suggesting higher and lower amount of bolus through the bolus wizard. His blood glucose level was 141 mg/dl. The customer was hospitalized on (B)(6) 2015 due to a high blood glucose level of over 600 mg/dl. He had ketones in his urine and had a diabetic ketoacidosis. The customer was wearing his insulin pump at the time of hospitalization. He was administered insulin drip. When his blood glucose levels are high, he has a tendency to have seizures. He was having issues with high and low blood glucose levels. The customer has adhd and is bi-polar. The product will return. Nothing further to report.

Manufacturer narrative:
All operating currents were within specification and no unexpected battery alarms were noted. The insulin pump passed the off no power test, self test, reset error test, displacement test, rewind, basic occlusion test, occlusion test and excessive no delivery alarm test. The insulin pump was unable to prime during the prime test due to a prime anomaly. The bolus wizard functioned properly. The insulin pump was also received with minor scratches on the display window, a cracked reservoir tube lip and cracked battery tube threads.